Event description:
Additional information was received from the health care provider (hcp) stating that the infection resolved after device removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-nov-14 from a manufacturer representative (rep). It was clarified that the rep was notified about the right ins and extension infection/explant on (B)(6) 2019. They also clarified that they were notified about the left ins and extension removal on (B)(6) 2019 and stated that reps are not always present for removal cases. The explant date for the left ins and extension was unknown. The dbs neurostimulator and extension were removed on (B)(6) 2019 and it is unknown if the infection has been resolved.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the surgeon could not recall the exact date of the left side removed. It was unknown whether the issue resolved with explant. Notify date of explant and left side dbs removal: (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection at the implantable neurostimulator (ins) site. The healthcare provider (hcp) removed the right ins and the right extension. No environmental/external/patient factors that may have led or contributed to the issue were known. It was unknown whether the issue was resolved at the time of reporting.